Event description:
This catheter was being utilized for a percutaneous transluminal coronary angioplasty procedure when a dissection of the right coronary artery occurred. Three stents were placed to repair the artery. The pt was considered to be doing fine.